Event description:
Complainant alleged that during a routine shift check by a clinician, the device intermittently would not power on. When the device did power on, white lines were displayed on the monitor and clinical info was illegible. Complainant indicated that there was no pt involvement in the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a follow-up report when our investigation is completed.